Manufacturer narrative:
Insulin pump had no button response due to flattened act button dome switch. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. Insulin pump was unable to perform the displacement test due to keypad anomaly.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 44 mg/dl. Customer reported the device was possibly exposed moisture, as a significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.